Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he almost died at implant for two reasons. The first was that during the procedure they put a screw through the main root nerve and caused his neuropathy. The second was that the implanting healthcare professional (hcp) that put the paddles in his spine "shoved them in, they were too big" and his whole nervous system shut down when he was in recovery. The patient stated that they gave him every pain medication and nothing worked and that was the last thing he remembered. The patient had to betaken back to the operating room to redo the leads and place new ones and had to be placed in a drug induced coma for a week. The patient reported that he could walk now but was told by the hcp that he would probably be in a wheelchair. The patient stated that his legs were almost here at this point and he probably does not have too much longer until he is in a wheelchair. The indications for use were failed back surgery syndrome and lumbar radiculopathy. A follow-up report will be sent if additional information is received.